Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record is not required as this is a confirmed complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4) .

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in during blood collection leaked where the tubing connects to the vacutainer holder. Happened again using the same lot number on the next draw. Both times the specimen was collected without incident. There was no injury or medical intervention reported.